Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 41 mg/dl on (B)(6) 2015. Customer stated they treated their blood glucose with juice. The customer attributed their low to activity and taking insulin when they should have not. Customer also reported dropping the insulin pump into water. Customer's blood glucose was 130 mg/dl at the time of incident. The customer reported moisture was present under the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.